Manufacturer narrative:
Samples from both patients were submitted for investigation where the samples were reactive when tested on the recomline cmv igm and the recomline cmv igg assay. All samples from the patients showed elevated igg signals supporting the suspicion of a primary cmv infection. The investigation did not identify a product problem. The cause of the event could not be determined. Product labeling states false negative results may occur for cmv igg. The investigation determined the cmv igg assay performs within specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 4 patient samples tested for elecsys cmv igg assay (cmv igg) and elecsys cmv igm immunoassay (cmv igm) on a cobas 6000 c (501) module compared to other methods. Based on the data provided, the results for 1 patient were discrepant for cmv igg and cmv igm and the results for 1 patient were discrepant for cmv igg. This medwatch will cover cmv igg. Refer to medwatch with patient identifier (B)(6) for information on the cmv igm results. The incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The c501 module serial number was (B)(4).